Event description:
The deltaplush cerecyte microcoil 2 mm x 4 cm (B)(4) was stretched during deployment in the aneurysm. An excelsior sl 10 microcatheter (details unknown) was used. An adequate continuous flush was maintained through the microcatheter. There were no damages noted on the microcatheter. The same microcatheter was used to complete the procedure. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance during advancement and withdrawal of the coil through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. The coil did not prematurely detach when it was removed. There was no adverse outcome to the patient as a result of the event. The target vessel was ica which was not calcified and not tortuous.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The deltaplush cerecyte microcoil 2 mm x 4 cm (cpl10015230/c15443) was stretched during deployment in the internal carotid artery (ica) aneurysm. The coil did not prematurely detach when it was removed and there was no adverse outcome to the patient as a result of the event. An excelsior sl 10 microcatheter (details unknown) was used. An adequate continuous flush was maintained through the microcatheter. There were no damages noted on the microcatheter. The same microcatheter was used to complete the procedure. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance during advancement and withdrawal of the coil through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. There was no adverse outcome to the patient as a result of the event. The target vessel was ica which was not calcified and not tortuous. With review of the reported information, there are no identified contributing factors related to the event; however, without the return of the device for analysis, no root cause conclusion can be made. The device has not been returned for analysis. A review of the manufacturing documentation associated with deltaplush cerecyte lot c15443 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Updated with analysis of returned device. The deltaplush cerecyte microcoil 2 mm x 4 cm (cpl10015230/c15443) was stretched during deployment in the internal carotid artery (ica) aneurysm. The coil did not prematurely detach when it was removed and there was no adverse outcome to the patient as a result of the event. An excelsior sl 10 microcatheter (details unknown) was used. An adequate continuous flush was maintained through the microcatheter. There were no damages noted on the microcatheter. The same microcatheter was used to complete the procedure. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance during advancement and withdrawal of the coil through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. There was no adverse outcome to the patient as a result of the event. The target vessel was ica which was not calcified and not tortuous. The coil was received with severe proximal stretching, compression, and buckling damage. The coil¿s socket ring has been pushed down inside the outer sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and its extended edges have been damaged and raised above the surface plane. The locking mechanism has compression and stretching damage. A possible contributing factor to the coils stretching damage during deployment into the aneurysm may have been due to the coil being temporarily anchored on the coils already dwelling inside the aneurysm, on itself, or from the distal section of the microcatheter. When the temporarily anchored coil was retracted or advanced, the primary coiling may have stretched. However, it was reported that this was not thought to be a contributing factor. The evidence from the analysis also shows extensive compression and buckling coil damage which may have been also due to distal interference from the coils already dwelling inside the aneurysm, on itself, from the distal section of the microcatheter, or from another unknown source of interference. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. There is also strong evidence received that a secondary contributing factor concerning a portion of the stretching, compression, and buckling coil damage which may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused a portion of the severe stretching, compression and buckling damage found to the proximal section of the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿ this is shown diagrammatically. The IFU further cautions ¿if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the reported stretched condition of the coil was confirmed with analysis. Although a definitive conclusion cannot be made, based on the analysis, there are procedural factors addressed in the product labeling that may have contributed to the event. With review of the reported information, there are no identified contributing factors related to the event. Therefore, no corrective actions will be taken at this time.